Event description:
The hospital reported that during a bronchoscopy, the entire system shut down. The bronchoscope was withdrawn from the patient, the system has to be restarted, and the bronchoscope has to be reinserted into the patient to complete the procedure. The bronchoscope channel was punctured with a needle as a result of the loss of image. The procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. Based on the investigation, the image was found flickering. There was no sign of fluid invasion in the bronchoscope. Olympus tested the bronchoscope with a temporary electrical connector and the image was still flickering. This phenomenon was attributed to a damaged charge coupler device unit. A leak on the bending section cover was noted, which is due to a cut. There were no frayed wires found in the bending section when the bending section cover was removed. Olympus is filing this as a MDR due to an excess of caution.